Event description:
In (B)(6) 2011, I had an umbilical hernia. Implant of atrium cqur mesh. Began feeling sick, got worse. Went back, had to have the mesh removed about 0 day later, doctor noticed the mesh had hardened and mass around the area where mesh had been. Had another mesh put in. Three and a half years later, I am still not able to work, in constant pain.